Event description:
It was reported that a pump was alarming no disposable clamp tubing. The alarm was silenced and pump settings verified along with medication label. Reservoir volume 9.4 of 110 total volume. The pump was turned off and back on; and still pump alarmed no disposable pump won't run. Pump turned back off, line clamped, cassette removed, and tubing massaged. Air bubbles noted in line. Cassette reattached, line unclamped and pump turned back on. Unfortunately, alarm continued. Pump turned back off and line clamped. There was no patient injury reported.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.